Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the label information on the bd ultra-fine¿ ii insulin syringe shelf carton was illegible. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is as follows: with a printing defect on the shelf carton, the product information is illegible."

Event description:
It was reported that the label information on the bd ultra-fine¿ ii insulin syringe shelf carton was illegible. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is as follows: with a printing defect on the shelf carton, the product information is illegible."

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.